Event description:
It was reported that during a device check in the clinic, it was discovered that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific engineering analysis of device data confirmed the code 1003 and indicated that power consumption is increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device should support therapy for at least 90 days and the device should be replaced within this timeframe. The healthcare provider was notified of the analysis results. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that during a device check in the clinic, it was discovered that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific engineering analysis of device data confirmed the code 1003 and indicated that power consumption is increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device should support therapy for at least 90 days and the device should be replaced within this timeframe. The healthcare provider was notified of the analysis results. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information indicates the ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that during a device check in the clinic, it was discovered that this implantable cardioverter defibrillator (ICD) device exhibited a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific engineering analysis of device data confirmed the code 1003 and indicated that power consumption is increasing in a gradual fashion. The analysis also indicated that based on conservative modeling, the device should support therapy for at least 90 days and the device should be replaced within this timeframe. The healthcare provider was notified of the analysis results. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information indicates the ICD device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.